Manufacturer narrative:
(Date of event) was updated from "(B)(6) 2017" to "(B)(6) 2017"; however, the day is unknown, as the customer cannot confirm the day the event occurred. (Date of this report) was updated from "07/05/2017" to "06/30/2017".

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was left to charge overnight, but did not remain on the battery power for more than an hour. The charging indicator on the rds kept flashing and would not turn solid during the charging period. During the testing, a "speaker fault" error message displayed after powering on the device. Internal inspection revealed the pogo pin (1) on the (j19) connector on the system circuit board was stuck, causing charging problems for the device. The capacitor (c163) on the system circuit board was damaged, causing disruptive power distribution issues for the mx board. Screws holding the speaker in place were loose, which caused a rattling sound. The (l6) inductor on the user interface circuit board was damaged, causing the (u11) chip to not work properly, which caused issues to the backlight module. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported: "unit intermittently no working, not consistently taking spo2 readings, faulty speaker and turning on/off randomly. " no consequences or impact to patient was reported.